Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va27ru9, implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Medical charts dated (B)(6) 2021 indicates leg sensation at night bothersome to subject requiring reduced voltage and subsequently medical charts dated (B)(6) 2021 indicates occasional sensations down to leg which could be potential complaints for this subject. Patient bothersome and reported these symptoms during investigator follow ups.